Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt had experienced a periprostatic fracture was scheduled for surgery in (B)(6)-2011. Doctor performed the revision surgery. As used a longer mod restorations stem a 195mm kicked. Used a calcar body and 130mm and a 44mm and 4 v40 head. Along with a stra and graft for additional support. Surgery went very well."